Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spinal stenosis, gravida ii, parity 3, vaginal delivery, c-section and pregnancy. Concurrent conditions included body mass index normal, depression and libido decreased. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to (B)(6) 2017 for menorrhagia and dyspareunia as well as ibuprofen, tramadol and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("hips pain") and back pain ("lower back pain"). In (B)(6) 2007, the patient experienced rash erythematous ("rashes or skin conditions type: red rash"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergy- rash/skin condition"), alopecia ("hair loss"), migraine ("migraine headache"), fatigue ("fatigue") and dysgeusia ("metallic taste in mouth") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dermatitis allergic, hormone level abnormal, fatigue and dysgeusia outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, alopecia, migraine, weight increased, rash erythematous, vaginal haemorrhage, arthralgia and back pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash erythematous, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2008 now it is reported as (B)(6) 2006. Plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hair loss, migraine, hormonal changes, fatigue ,weight gain, metallic taste in mouth insertion details: right- 3coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient medical records: back pain, menorrhagia, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: case was upgraded to incident. Event injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, allergy- rash/skin condition, hair loss, migraine headache, hormonal changes, fatigue, weight gain, metallic taste in mouth were added. Lab data ,reporter information, patient demographics was added. On 23-sep-2019: pfs & mr received. New events abnormal bleeding (general), red rash, abnormal bleeding (vaginal), hips pain, lower back pain were added. Lab data updated, concomitant drugs, concomitant conditions, reporter information, patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical spinal stenosis, gravida ii, parity 3, vaginal delivery, c-section and pregnancy. Concurrent conditions included body mass index normal, depression and libido decreased. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to (B)(6) 2017 for menorrhagia and dyspareunia as well as ibuprofen, tramadol and vitamin d nos (vitamin d). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrha gia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("hips pain") and back pain ("lower back pain"). In (B)(6) 2007, the patient experienced rash erythematous ("rashes or skin conditions type: red rash"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dermatitis allergic ("allergy- rash/skin condition"), alopecia ("hair loss"), migraine ("migraine headache"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), insomnia ("trouble sleeping") and night sweats ("night sweats") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy(unilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dermatitis allergic, hormone level abnormal, fatigue, dysgeusia, insomnia and night sweats outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, alopecia, migraine, weight increased, rash erythematous, vaginal haemorrhage, arthralgia and back pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, insomnia, menorrhagia, migraine, night sweats, pelvic pain, rash erythematous, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2008 now it is reported as (B)(6) 2006 plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, hair loss, migraine, hormonal changes, fatigue ,weight gain, metallic taste in mouth insertion details: right- 3coils concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : back pain, menorrhagia, dyspareunia, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: plaintiff fact sheet received. Events added- trouble sleeping, night sweats. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.